Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# v818007, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# v818007, implanted: (B)(6) 2012, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that when the patient went to bed stimulation would be at 1.9v but when the patient woke up it would be higher and ¿around 3.5v.¿ the issue had been going on for ¿about four months.¿ it was noted that the ¿lying back¿ amplitude was 3.1v which was the same amplitude as ¿upright and mobile¿ and lower than other assigned voltages. The reporter suspected the patient accidentally changed ¿lying back¿ amplitude. Additional information received reported that the ¿lying position¿ was adjusted to 1.9v. Impedances were checked and all were within normal range. The patient was reeducated on adjusting stimulation in adaptive mode. It was noted that the patient was doing fine. A follow up report will be sent if additional information is received.